Event description:
Physician reported to the representative that the ipg (neurostimulator) was not completely flat in the pocket. The physician scheduled a pocket revision for the patient. No pain was reported and there were no complaints regarding device efficacy.